Event description:
Additional information was received that this issue occurred the day after implant and resolved. According to available information, no changes were made to this system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service.

Event description:
Boston scientific received information that one day post implant this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead displayed oversensing and undersensing myopotential noise. No changes were made. It was thought the issue was resolved. No adverse patient effects were reported.